Event description:
Note: this report pertains to the first of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-02490 pertains to the second device. It was reported to boston scientific corporation that during a vault suspension and posterior repair procedure using a pinnacle posterior pelvic floor repair kit, no discrepancies were noted during the first attempt to place the first leg assembly. However, during a second attempt to place this leg, the dilator reportedly bunched a little bit, and the needle, with some suture, detached and was captured inside the capio cage. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who went home the same day and is reportedly fine.